Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately three years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient was lost to follow-up and presented emergently with lower leg pain. There was severe aortic neck angulation of 70 degrees found and this was attributed to disease progression. The CT scan revealed that the stent graft migrated 5 cm below the renal arteries; however, there were no endoleaks. A 28x28x40 aneurx aortic cuff and a 28x28x70 endurant aortic cuff were implanted and resolved the stent graft migration. The cause of the lower leg pain was not related to the stent graft as the patient had an occluded lower popliteal aneurysm which was treated after placement of the aortic cuffs. The stent graft migration was noted when they were reviewing the films for the occlusion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent migration), patient's condition affected effectiveness of device (disease progression, aortic neck angulation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck angulation).